Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# :617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals found intact. The investigation found the device in excellent condition. No visible contamination. The pump event history showed a primary audible alarm background (bgnd) error in pump error history log (ehl). During the evaluation, a power up process was performed and infusion / occlusion tests using same rate as customer, but the technician was unable to determine what caused the reported issue. No problem found. The root cause was undetermined, the technician inspected the speaker and the main printer circuit (pc) board. No damage or contamination found. The technician replaced the speaker as preventive measure. Power up process and all the functional tests passed.

Event description:
It was reported that an audible alarm was observed. No patient injury was reported.